Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during procedure, the jaw became shaky and could not be used anymore. Another used to continue the procedure. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device was activated and recognized by the generator. The device was not reprocessed or re-sterilized prior to use.

Manufacturer narrative:
(B)(4).